Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that while doing an infusion set change and filling the tubing, the piston made contact with the reservoir but the numbers did not display and insulin was squirting out. The drive support cap was sticking out. Customer's blood glucose level was 5.4 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion due to slightly loose drive support disk. However, the insulin was received with operating currents within specifications and passed self test, a21 error test, rewind and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.